Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a clinic evaluation, it was found that this rv lead had out-of-range (oor) pacing impedances that were greater than 2500 ohms and that the lead was not functioning. Subsequently surgical intervention was performed, this lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.